Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Blood glucose level of customer was 412 mg/dl. Troubleshooting was done and she was able to put new set and delivered the bolus to correct her blood glucose. Insulin pump will not be returned for analysis.